Event description:
Rn went to take the needle off the injection device and got a dirty needlestick.

Manufacturer narrative:
Product has been discarded: no product return is anticipated. Lot number is unknown; unable to perform device history review. Regulatory compliance will continue to monitor on monthly trend reports. Follow up conducted by sales to evaluate the need for further in-service training.